Event description:
Additional information received reported that a magnetic resonance imaging was done on (B)(6) 2012 and revealed 'linear contrast enhancement of spinal catheter tip at l2.' Concerns for granuloma were noted. Catheter dye study was done on (B)(6) 2012 and result was 'unable to aspirate cerebrospinal fluid.' Pump rotor study was one on (B)(6) 2012 and revealed 'adequate motor movement.' Pump and catheter were revised on (B)(6) 2012. The patient was hospitalized for surgery. The patient outcome was noted as 'no injury.' Additional information received on (B)(6) 2013 reported that the pump was replaced due to 'almost end of service.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the patient experienced a loss of therapy with less than 50% therapy relief. It was noted, there was a catheter issue indicated as inflammatory mass. Hcp questioned if the pump was working. Intervention was surgical. The pump and catheter were replaced. Patient status was noted as "alive, no injury/no adverse event". The pump was delivering morphine.

Manufacturer narrative:
Analysis of the pump noted the pump passed all non-destructive testing. No significant anomalies were found in the pump and motor.